Event description:
During an incident in 1999 involving a male pt in cardiac arrest after a seizure, this defibrillator failed to complete a charge, displaying a "low battery". A second battery was installed and the unit again failed to complete a charge displaying "low battery". CPR was continued and the pt was transported to a hosp. Pt care was not interrupted as they took over pt care. One rptr stated the defibrillator self-tested okay at the start of tour.

Manufacturer narrative:
The returned defibrillator was tested using a known good power source and proper operation for pt treatment was verified. The batteries used at the scene were not returned for eval. The incident report printed from the returned mcm documents the defibrillator first powered off at the start of the charge cycle. After being powered on again, the defibrillator shut down at charge completion with a prompt of "replace battery, battery low". The message replace battery, battery low" prompts when the battery lacks the capacity to perform as required and the defibrillator shuts down. The incident batteries were not returned for eval, but we know that while both batteries could power on the defibrillator and support the self-test, neither had the capacity to deliver a shock and would fail the periodic battery capacity test defined in the hs3000 operating instructions that also explains battery life and maintenance. A letter was sent explaining our eval and suggesting that the batteries used should be considered as a possible cause for this reported problem.